Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. Date of event is an approximation. On (B)(6) 2023 the day of the event, the patient experienced diaphoresis, confusion, and difficulty focusing. It was reported that the display device did not gave him an alert that he had low blood sugar. The patient could not verify the dexcom readings at that time, and he could only remember the bg readings. His mother called for paramedics since his blood sugar was 30 mg/dl. While waiting for the paramedics to arrive, he drank half a can of coca-cola and ate rice and an apple. Fifteen minutes later, paramedics arrived and he was diaphoretic while the bg was 60 mg/dl. There was no further treatment for hypoglycemia. The patient was hypertensive and had tachycardia. Paramedics left when his reading went up to 85 mg/dl and did not bring him to the hospital. Later, he checked a finger stick and the bg was 124 mg/dl and he was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: type of investigation/ remove event history log review FDA code : 4121, analysis of production records FDA code : 3331 - correction/additional information. H6 codes: investigation findings/ remove no device problem found FDA code : 213 - correction/additional information. H6 codes: investigation conclusion/ remove cause traced to intentional off-label, unapproved, or contraindicated use FDA code : 24 - correction/additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/3/2024. It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2023, the patient was still using the receiver and he never received an alert that he was low. The patient reportedly said that the sound from the receiver was not that loud, so his doctor advised him to get a compatible phone instead. The day of the event, the patient experienced diaphoresis, confusion, and difficulty focusing. The receiver reportedly never gave him an alert that he had low blood sugar. The patient could not verify the reading at that time, and he could only remember the bg (blood glucose) readings. His mother called for paramedics since his blood sugar was 30 mg/dl. While waiting for the paramedics to arrive, he drank half a can of coca-cola and ate rice and an apple. Fifteen minutes later, paramedics arrived, and he was diaphoretic while the bg was 60 mg/dl. There was no further treatment for hypoglycemia. The patient was hypertensive and had tachycardia. Paramedics left when his reading went up to 85 mg/dl and did not take him to the hospital. Later on, he pricked his fingers, and the bg was 124 mg/dl and he was already feeling fine. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.